Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer also reported that the insulin pump alarmed no delivery due to scar tissue and a bent infusion set cannula previously. The customer's blood glucose was over 600 mg/dl. He was hospitalized for 5 hours until his blood glucose lowered. He treated with 20 units of insulin via manual injection. By the time he arrived, his blood glucose was 450 mg/dl. Upon admission, he was treated with 6 units of insulin and fed. His endocrinologist determined that scar tissue was the cause of high blood glucose. The infusion set being used at the time of hospitalization did not have a bent cannula. He declined to troubleshoot the insulin pump. The customer stated that his doctor advised him not to use the abdomen area for insertion due to the scar tissue. He stated that he had been using his legs and no longer had any issues.